Event description:
It was reported that the patient was wondering about discombobulation of the driveline insulation. The driveline and the system controller felt warm. A log file review did not show anything conspicuous. Related regulatory reference report MFR # 2916596-2023-07454.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported temperature increase issue could not be confirmed through this evaluation; however, the reported event of discoloration of the outer jacket was confirmed with the provided reference photo. The reference photo captured discoloration on the outer layer with no visible damage/tear. A review of the submitted log file did not capture any adverse alarm event. The controller internal temperature ranged from 42 to 51°c, which is within specifications; however, the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature nor could it be correlated to an increase in modular cable. The system operated within the patient speed limit value (5,000 rpm) and low speed limit value (4,800 rpm) for all events. Additional information communicated that no products are planned to be exchanged at this time. The temperature increase issue was not identified. A root cause that led to the discolored outer layer or temperature increase issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Under section 2, how your heart pump works, urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the modular cable showed discoloration. There was no cause identified for the temperature increase. No products were, or planned to, be exchanged.